Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) exhibited syncopal spells as a result of inhibition of ventricular pacing. The physician elected to explant the ipg.